Event description:
It was reported that this patient with subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving shock therapy. Technical services (ts) reviewed the data and found the patient who had an elevated heart rate received three inappropriate shocks due to noise, low r waves and t wave oversensing. The device is programmed to alternate 1x sensing vector. Ts reviewed programming options and suggested to program to primary vector. The field representee will consult with the physician. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving shock therapy. Technical services (ts) reviewed the data and found the patient who had an elevated heart rate received three inappropriate shocks due to noise, low r waves and t wave oversensing. The device is programmed to alternate 1x sensing vector. Ts reviewed programming options and suggested to program to primary vector. The field representee will consult with the physician. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced. No additional adverse patient effects were reported.